Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID 8598a, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone, clonidine and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. The catheter was spliced because it was too short so the doctor tried to lengthen it and it broke and the intrathecal medication was being pumped under the patients skin. The patient stated that the doctor was surprised that patient lived through all of it. The patient had a car accident in (B)(6) 2015, there were problems going on after that and the doctors were ignoring them from (B)(6) 2015. The patient reported an ¿it cerebrospinal fluid leak¿ patient stated that he was feeling pockets under patients skin and a lump right where the catheter entered into the spinal canal, when patient would sit, the fluid would ¿settle in pockets¿ on the flank of the patients skin due to cerebrospinal fluid leak. The catheter pulled out of the dura and was replaced.

Manufacturer narrative:
Evaluation conclusion code applies to (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.